Event description:
It was reported that in 1997 the plaintiff underwent a total abdominal hysterectomy, vaginal vault suspension and enterocele repair at hosp. In the course of the surgery, vycryl sutures were used. After discharge from the hosp, the plaintiff complained of low back pain, severe tireness, vaginal discharge and bleeding and pain on the vaginal cuff. Upon examination, dr discovered that granulation tissue was present in vagina. The affected area was treated with either electro-cautery, nitrate sticks or xylocaine injections. Pt was also treated with estrogen cream and tablets and flagyl antibiotics. In 1998 the plaintiff underwent outpatient surgery for the removal of the apex of pt's vagina. Also in 1998, pt underwent another surgery during which the specialist discovered vicryl sutures that appeared as if they had been recently inserted. He also removed more vaginal tissue affected with granulation. In 1999 the plaintiff underwent outpatient surgeries to laser vaginal granulation tissue. Later in 1999, the specialist found another vicryl suture coming through the left vaginal apex, far away from the original granulation spot. The plaintiff continues to be treated on a regular basis for recurrence of granulation tissue and is scheduled to undergo add'l surgery to remove what is believed to be more vicryl suture from the original 1997 surgery that have not dissolved.